Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a vt storm and was placed on a ventilator in intensive care. The lead exhibited low pacing lead impedance. Noise was seen following appropriate shocks. Lead revision was recommended, but no intervention was reported at the time.